Event description:
Medium sized vcare device was being used when the distal balloons would not hold air. The black reflux valve would not keep the air in the balloons. A second device was used. It also would not remain inflated. A reflux valve on one of the devices was visualized to not be properlly seated. A 3rd device was used fine.======================manufacturer response for uterine manipulator for robotic surgery, vcare device (per site reporter).======================they would like to examine the device.